Manufacturer narrative:
The biomedical engineer reported that when the nurses entered a patient ID, after pressing enter, the cns (central monitoring station) logged out of windows. When the biomedical engineer went to go troubleshoot the issue, the screen on the cns was on the windows xp embedded administrator log in. The log in window did not have the option to restart. Biomedical engineer performed a hard reboot to resolve the issue. The device started up normally and was monitoring patients. No patient harm was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reported that when the nurses entered a patient ID, after pressing enter, the cns (central monitoring station) logged out of windows.